Manufacturer narrative:
Investigation summary: bd molecular quality initiated investigation on a splashing event while processing an affirm atts ampule. Specifically, the end user experienced a splashing event while processing atts which resulted in a reagents into the eye. It is strongly recommended that the "procedures" on page #2 of the "bd affirm vp iii atts" package insert is reviewed with the end user to ensure the instructions are being strictly adhered to. Specifically, per instruction #3, the atts reagent dropper must be "inverted" into the sample collection tube before it is broken. There should be no chance of any splash to the eye if the end user is following this instruction. Please also ensure the end user is wearing required laboratory glasses (ppe). Finally, on page #17 of the package insert, a chart illustrating the instructions for use can be found. There are no current trends against atts splashing. Bd molecular quality will continue to closely monitor for trends associated with splashing events while processing an affirm atts ampule. There was no corrective action taken at this time.

Event description:
It was reported that while using kit affirm att system 100 ea the reagent splashed in the eye of the laboratory personnel. The customer stated there was no impact to the laboratory personnel.